Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were observed. The device has been scrapped.

Manufacturer narrative:
The manufacturer reported incorrect information in the previous report. The following correction has been updated in this report: in previous report missed to capture some information in b5 verbiage and it was captured in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation secondary findings were observed. The device's downloaded logs were reviewed by the manufacturer. There were 2 error codes found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. In box h: component code grid has been corrected in this report.